Event description:
A customer reported experiencing alarm 2 due to an occlusion event that occurred earlier in the day. The customer's blood glucose level did not exceed 500 mg/dl, as confirmed during the call. To resolve the issue, the customer changed the infusion set and cartridge before resuming insulin. Customer declined additional assistance, leading to the closure of the case by cts.